Event description:
Caller reported a malfunction on a pump, without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which no further malfunctions occurred. Caller was instructed to call back if any malfunction code recurs and acknowledged understanding.